Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device complete the firing and were the staples malformed? Yes it completed and yes there were many malforms. If so what shape were the staples? Variety of shapes. Were the distal and proximal staples b formed and the staples in the center of the staple line malformed? Could not tell. Very jumbled up mess. If not was it an incomplete staple line that the surgeon observed the device cut but not complete the firing? It was complete but mangled. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted and no abnormal noise was heard during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut? Yes. Did the device staple? Yes but not well on the last firing. On what tissue type was the device used? Gastric at what location on the tissue? Proximal stomach at the upper portion of a sleeve gastrectomy. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not that aware of. What other color cartridges were used before and after this event? All gold. Was buttressing material utilized? Yes. It was if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes it was fired right above previous staple line but surgeon was careful in his placement not to cross at a bad angle and also always careful to remove staples in the way from previous firings. Were any unexpected noises heard? Surgeon commented that motor seemed to really grind down on this firing as if things were very thick. If so, when? Mid cycle. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic sleeve procedure, the stapler misfired for some reason on approximately the fifth firing with a gold cartridge. There were no patient consequences. Case completed with another device and cartridge of the same product code.